Event description:
It was reported that during the last temporal connection during a bilateral procedure, the patient had a vasovagal reaction and had to be resuscitated for 15 seconds. The patient was discharged the next day with a mild bi-temporal headache. The procedure was not completed.

Event description:
It was reported that during the last temporal connection during a bilateral procedure, the patient had a vasovagal reaction and had to be resuscitated for 15 seconds. The patient was discharged the next day with a mild bi-temporal headache. The procedure was not completed. **update**additional information received from the facility that 3 chest compressions were given as a result of the event. No additional medication was given as result of the event.

Manufacturer narrative:
Additional data: b5 correction: d9; h3 the device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device not available.